Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per email notification. It was reported that the pump exhibited a no disposable, pump won't run alarm. Bubbles observed. No patient injury was reported.

Manufacturer narrative:
Other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 12-mar-2012 and there was no indication ofa manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.